Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event, patient and device information. Further information was requested but not received.

Event description:
It was reported that the patient's scs system was explanted for an unknown reason.

Manufacturer narrative:
The event of system explant was reported to abbott. The system was explanted. Reason unknown. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.